Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) received a "disconnected" error on a cs300 but states that "all wires and tubes were connected." Further reported that patient was not moving and helium tank level was acceptable and cs300 goes into standby automatically during "iab disconnected" alarm. There was no harm reported to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: corrected fields: d1, d4 (model, catalog, UDI), e2.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 corrected fields: b5, d1 (brand name), g3 correct date received by mfg date in follow up 1 emdr (2249723-2025-0001947 ) was (B)(6) 2025, g4 however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog #0998-00-3023-53 UDI # (B)(4), which was reported by the customer a getinge field service engineer (fse) could not duplicate the reported issue as the device serviced by the customer. All functional and safety checks are meet to factory specifications performed and returned to use.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) received a "disconnected" error on a cs300 but states that "all wires and tubes were connected." Further reported that patient was not moving and helium tank level was acceptable and cs300 goes into standby automatically during "iab disconnected" alarm. There was no harm reported to patient. However this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog # 998-00-3013-53 UDI #(B)(4), which was reported by the customer.

Manufacturer narrative:
Updated fields: b3, b4, d4 (serial no.), d8, d9, e1 (event site telephone), g3, g6, h2, h11. Corrected fields: d4 (version, catalouge). A supplemental report will be submitted upon completion of our investigation.